Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. During the investigation, mmd found that the pump pcb board had failed, which caused the no flow in and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump door clasp was broken. When the pump was returned to mmd for evaluation, the no flow in and load set alarms did not operate as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4)